Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The x-ray tube was replaced, and calibrations were performed. No further info available.

Event description:
The customer reported that the 9900 system had a faulty x-ray tube. No pt injury was reported.